Manufacturer narrative:
Product complaint #(B)(4). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported in 2210968-2021-06507 and 2210968-2021-06508.

Event description:
It was reported that a patient underwent an av canal repair on (B)(6) 2021 and suture was used. During the procedure, the needle popped off of the thread. No adverse patient consequences were reported. No additional information was provided.